Event description:
It was reported that during a lap sigmoid colectomy, on the first firing across the rectum, the device was extremely difficult to fire. The device fired only 2/3 of way on the rectum; the distal end of staple line was open. The procedure was converted to open. The same device was used to complete the procedure. The device was fired two more times to complete transection. The device was discarded.

Manufacturer narrative:
Information not available, device not returned for analysis.